Manufacturer narrative:
Report required by FDA for eua. Relates to c10352 (3014862188-2023-00012: test 1 of 2).

Event description:
User reported 2 false negative results. Negative by 4 other rapid antigen tests. This is report 2 of 2. Relates to c10352 (3014862188-2023-00012: test 1 of 2).